Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: adverse events that may be associated with the use of the system are: device thrombosis and re-operation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced a pump exchange due to a pump thrombosis. The current condition of the patient is unknown at this time. No additional information was provided.